Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by the orthopedic journal sports medicine titled ¿prospective analysis of arthroscopic hip anatomic labral repair utilizing knotless suture anchor technology: the controlled-tension anatomic technique at minimum 2-year follow-up.¿ the study reviewed three hundred and nine (309) patients who underwent hip procedures using arthrex suturetak devices. Twenty-nine (29) patients were documented to have experienced femoroacetabular instability with eight (8) of those resulting in a conversion to a tka during the thirty (30) month follow-up period. Ref: maldonado, d. R., et al. (2020). "Prospective analysis of arthroscopic hip anatomic labral repair utilizing knotless suture anchor technology: the controlled-tension anatomic technique at minimum 2-year follow-up." Orthop j sports med 8(7): 2325967120935079.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.